Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was mg/dl at the time of the incident 235 mg/dl. The insulin pump was fell and exposed to moisture. The insulin pump went blank after moisture exposure. Customer was using aaa (B)(6) battery. Customer used new battery, but the display did not return. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was powered up after the test battery was installed and there was no blank display. The insulin pump was received with a frozen screen stuck on the medtronic screen along with a vibrate alert due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. The device was unable to perform the functional test which included the self test, the sleep current measurement, the active current measurement, the rewind test, the prime seating test, basic occlusion test, occlusion test, force sensortest and displacement test due to frozen screen.